Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in (B)(6) and after the implantation she noticed that the implant coil was moving under the skin into a position where she could no longer wear the audioprocessor. For personal reasons the user changed clinics to (B)(6) where a revision surgery was done to place the implant in the correct position. The conductor link was extremely bent and protruded under the skin before repositioning. After several years the implant suddenly did not work anymore. Re-implantation is planned.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the patient report seem to be congruent with the damage found. Additionally, it was reported that there was an infection creating a biofilm at the time of reposition surgery. The biofilm was removed and no further wound healing problems were reported. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. This is a final report.

Event description:
The recipient was implanted in (B)(6) and after the implantation she noticed that the implant coil was moving under the skin into a position where she could no longer wear the audioprocessor. For personal reasons the recipient changed clinics to (B)(6) where a revision surgery was done to place the implant in the correct position. The conductor link was extremely bent and protruded under the skin before repositioning. After several years the implant suddenly did not work anymore. The recipient was re-implanted.